Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead exhibited high thresholds. The pacing lead was attempted / not used. No patient complications have been reported as a result of this event.